Event description:
It was reported that after deploying the stent, resistance was felt upon removal of the delivery sys. The rhv had not been fully opened per the IFU. Attempts to post dilate the stent were unsuccessful as the dilatation catheter would not pass through the proximal end of the guiding catheter. At this time the entire sys was removed. Upon inspection of the delivery sys, a piece of the membrane was found on the guide wire, inside the guiding catheter. Another dilatation catheter was used to complete the case.